Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for 7 hours. The glucose level was 224 mg/dl. No further information available.